Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and replaced the buffer valve to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that two patients had high quality control and high ion selective electrode (ise) patient results for sodium (na), potassium (k) and chloride (cl) with error flags on their dxc 700 au clinical chemistry analyzer. The samples were re-analyzed with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.